Event description:
It was reported by the patient 3 weeks following a coronary drug eluting stenting treatment procedure patient experienced muscle tearing. A taxus express2 2.75 x 24 mm drug eluting stent was implanted on an unknown date into an unknown coronary artery. Three weeks following the stent placement patient experienced "muscle tearing in my neck." Patient has followed up with their hcp. The patient also reported a medical history of breast cancer that was unable to be treated due to their accute intermittent porphyria. The following hcp for this patient reported these symptoms are not related to the stent or the stenting procedure.